Manufacturer narrative:
No report of injury to the patient or staff present and the patient procedure was completed successfully. Following the reported event, a steris service technician arrived onsite to inspect the harmony m series surgical lighting system. The technician tested the lighting system and determined that the brake screws required replacement. Additionally, he noted that the or room's ceiling plate was not level. The technician releveled the ceiling plate and replaced the brake screws. The technician tested the lighting system and confirmed it to be operating according to specification. No additional issues have been noted.

Event description:
The user facility reported that their harmony m series lighting system was drifting during a patient procedure. Report of procedure delays as a result.